Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating for a short period of time and battery charge depleted. Customer fully charged battery. Customer's blood glucose was 110 mg/dl.